Event description:
It was reported that a patient with a history of diabetes experienced mechanical issues and glans erosion with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure, fluid loss was noted from the reservoir; however, the specific source was not determined. The physician suspected the erosion to be related to the diabetes rather than the device. There were no further patient complications.

Manufacturer narrative:
The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.